Manufacturer narrative:
One certain® ucla titanium non hexed abutment 4.1mm(d) w/large dia. Screw (ituca2c) screw and one 3i t3® non-platform switched tapered implant 5 x 13mm (bost513) were returned for investigation. Visual evaluation of the reported products identified dried blood and bone in and around the implant, a fractured screw piece inside the implant and a cracked/damaged implant collar. Functional testing to recreate the reported event could not be performed due to the nature of the devices & reported event. No pre-existing conditions were noted on the per. The patient had unknown bone density. The reported devices were located on tooth # 18 and were implanted for approximately 1 year 10 months. The customer did not provide pictures or x-rays. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review and complaint history review could not be performed, as the lot number associated with the reported product (ituca2c) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted the reported device (ituca2c) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture), observed implant failure (damaged) or devices (ituca2c & bost513). Therefore, based on the available information, device malfunction did occur for both devices as the fractured screw piece was inside the implant and the reported event (screw fracture) was confirmed. The following sections have been updated: b4: date of this report. D11: concomitant medical products and therapy dates. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
Additional information from investigation results confirmed an implant collar damaged. Doctor confirmed implant was damaged during the removal process.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. G7: type of report, follow-up number. H2: follow up type.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. D1: brand name unknown not provided. D2: device product code unknown not provided . D4: catalog and lot number unknown not provided . G7: type of report, follow-up number. H2: follow up type.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4).

Event description:
It was reported that the screw fractured and the implant was removed. Another implant would be placed.